Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a mistyping with seraclone anti-n by using panocell #1 (the donor cell is identified as mn) from immucor (lot # 45028). Customer informed us that false negative results were obtained. The customer returned the supposedly defective product and also the competitor's product panocell #1 at the time the material arrived on our premises, the panocell was already expired. Our quality control laboratory tested the titer of the allegedly defective sample seraclone anti-n in parallel to their retained product sample and also against a reference lot. The minimum titer was reached and all other reagents showed comparable titer and reaction strength. Panocell #1 was tested with three monoclonal anti-n reagents and showed +/- reactions. Testing with polyclonal anti-n showed 3w positive results. The allegedly defective material, the retained sample and a reference lot was tested with positive reagent red blood cells (biotestcell, immucor). The reactions were clearly positive (4+). Testing by our quality control laboratory confirmed the correct functionality of the allegedly defective lot of seraclone anti-n. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a mistyping with seraclone anti-n. The customer was not able to provide a date of event. She also did not provide any information, whether a false negative or a false positive result was obtained. The customer returned the supposedly defective product for investigational testing and a panel cell of a competitor, but did not yet provide the requested information. Our quality control laboratory is still waiting for the information about the complaint cause to start testing.